Event description:
It was reported that lead dislodgement and high thresholds were observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Test performed indicated normal electrical characteristics.